Event description:
It was reported that during a laparoscopic gastric bypass, there was leakage from an incomplete staple line, resulting in peritonitis and/or sepsis. The patient had an extended hospital stay. There is no further information regarding event.